Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of high trigl triglycerides (trigl) results tested on a cobas 8000 c (701) module. The data for 103 patients was supplied of which 92 had comparable results. Of the 92 patient results with comparable data 22 were a reportable malfunction. Please refer to the attachment for relevant patient data. On the day of event the customer stated that their trigl qc results were acceptable in the morning. After lunch the trigl qc results had increased for all levels greater than 10 standard deviations (sd). The customer tried repeating qc but obtained the same elevated results. The in use reagent pack of trigl reagent was removed from use and testing was resumed using a stand pack trigl reagent as the qc results for this pack were not affected. The erroneous results were released outside of the laboratory. The repeat results were deemed to be correct and corrected reports had to be issued. The trigl reagent lot was 265755 with an expiration date that was not provided. Monthly maintenance was performed on (B)(6) 2017 and no issues were noticed. The field engineering specialist found the wash tubing to be in poor condition and he installed new tubing. There have been no further issues following the service visit. The customer had replaced the air pump a few days prior to the event and suspected this might have caused the issue.